Event description:
It was reported, the valve was implanted ten year ago and the patient had done well with only evidence of mild aortic insufficiency. However, in (B) (6) 2009, he became ill over a few days time with severe congestive heart failure. Echocardiograms revealed severe aortic insufficiency, and he ultimately underwent reoperation on (B) (6) 2009. At that time, a linear tear in one leaflet, severe prolapse, and severe aortic insufficiency were observed. There was no evidence of endocarditis. The valve was replaced with a 23 mm sjm mechanical valve.